Manufacturer narrative:
(B)(4). The customer returned a single dilator and lidstock for evaluation. Microscopic examination revealed the sample contained signs of use in the form of biological material inside the tip. The returned dilator tip was torn back on the side and the dilator is split around the circumference. The torn side and fold all contained white coloration, indicating stress. The dilator body length and outer diameter were measured and were found to be within specification. The inner diameter of the dilator tip could not be measured due to the damage. An inventory guide wire of the same size provided in this kit passed through the returned dilator with minimal resistance. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. It states to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The IFU also cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance." The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: when the dilator was threaded over the swg, it did not advance. It went slow, and it was impossible to get the dilator into the vessel. When inspecting the dilator, it is discovered that the dilator tip is damaged. A new set was successfully used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when the dilator was threaded over the swg, it did not advance. It went slow, and it was impossible to get the dilator into the vessel. When inspecting the dilator, it is discovered that the dilator tip is damaged. A new set was successfully used.